Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device during removal, which prevented proper hemostasis. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The sealant was dislodged from the common femoral artery (cfa) and appeared to stick to the device. Button 1 was fully depressed, and the balloon was fully deflated; however, button 2 was not fully depressed. No resistance was noted during use. A 5f non-cordis sheath introducer was used. Vessel diameter at the puncture site was confirmed to be =5 mm, with no vessel tortuosity or calcium present. The device was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) came out with the device during removal, which prevented proper hemostasis. Hemostasis was achieved by manual compression lasting less than thirty minutes. There was no reported patient injury. The sealant was dislodged from the common femoral artery (cfa) and appeared to stick to the device. Button 1 was fully depressed, and the balloon was fully deflated; however, button 2 was not fully depressed. No resistance was noted during use. A 5f non-cordis sheath introducer was used. Vessel diameter at the puncture site was confirmed to be =5 mm, with no vessel tortuosity or calcium present. The device was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves¿ condition, no abnormalities were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per functional analysis, a simulated deployment test could not be performed, as the unit was returned with button 1 fully depressed and without the sealant required for evaluation. However, the balloon retraction mechanism was tested by fully depressing button 2, which resulted in the expected balloon retraction. It should be noted that incomplete or total omission of button 2 depression during device operation may result in inaccurate placement of the sealant, as described in the device¿s instructions for use (IFU). The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 not depressed, and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.